Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. It was reported that the patient was not hospitalized for the event. A day after the event onset, the patient was treated with vancomycin injection (1gm, every 5 days, route and duration were not reported) and ceftazidime injection (1gm, daily, route and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing.

Manufacturer narrative:
Additional information: at the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.